Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer declined to perform troubleshooting with tandem technical support for this reported issue. In addition, it was reported that the touchscreen display became frozen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer's blood glucose level was 165 mg/dl.